Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009. Inratio: 5.2. Lab: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009, inratio: 5.2, ref: 3.9, mean: 4.55, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be required. No corrective action required at this time. Trending and tracking will be performed in review for strip lot# 214532. (Total number of complaints, including this event is 1.)